Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-april-2024, it was reported by the patient sister that while troubleshooting infusion set base cannula was half bent found. Blood glucose was 465 mg/dl and did not check for the ketone. She used manual injection of 10 novolog insulin to reduce the blood glucose. Patient was feeling thirsty and irritable. No outside assistance or medical intervention was required. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.